Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer¿s blood glucose level was not impacted. A replacement charging cable was sent to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.